Event description:
Technician alleged that the bed is reading a high ground resistance. Tech stated that there were no injuries and a pt was not in the bed.

Manufacturer narrative:
Tech replaced the power cord but the problem remained. Tech found ground strap not grounded in electrical box on bed. Tech reattached to resolve.